Event description:
User opened the package and attempted to advance the stent into endoscopy while found out there is kink mark on stent after inspection. User concerns the kink might affected the drainage and decided to change to another same device to continue and completed procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on the 07-apr-2023

Manufacturer narrative:
Device evaluation 1 x ttso-8.5-7 of lot number c1923013 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The investigation will be updated if the device has been returned and evaluated. Lab evaulation the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review prior to distribution all ttso-8.5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ttso-8.5-7 of lot number c1923013 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1923013. It should be noted that the instructions for use (ifu0045) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. Image review n/a impression n/a root cause review a definitive root cause could not be determined from the available information. A possible root cause of the kink on the stent could be attributed to device handling while preparing the device for the procedure . Summary the complaint is confirmed based on customer testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A correction supplemental report is being submitted as after investigation completion on 07-apr-2023, the device was returned and evaluated in the lab on 23-may-2023. Supplemental follow-up report is also being submitted due to the completion of the investigation and an update to the investigation conclusions on the 26-may-2023.

Manufacturer narrative:
Device evalutaion the ttso-8.5-7 device of lot number c1923013 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaulation the ttso-8.5-7 device related to this occurrence underwent a laboratory evaluation on the 23/may/2023. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device it was noted stent returned , positioning sleeve returned. Kinks observed just below duodenal flaps. A 0.035"wire guide does pass freely. Document review prior to distribution all ttso-8.5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ttso-8.5-7 of lot number c1923013 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1923013. It should be noted that the instructions for use (ifu0045) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause of the kink on the stent could be attributed to device handling while preparing the device for the procedure . Summary failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a possible root cause could be attributed to device handling while preparing the device for the procedure causing kinks on the stent. The complaint is confirmed based on customer/or rep testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.